Event description:
Event description cpi received information that this bipolar lead was an attempted implant. The lead was not used because during the procedure, the helix broke off. A new bipolar lead was implanted.